Event description:
It was reported that the patient experienced syncope and ventricular fibrillation (vf) episodes. The device delivered therapy, but it did not convert the arrhythmia. The device remains in use with no intervention or reprogramming taken. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).